Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-02773 it was reported that one of the patient's leads migrated and the other had high impedances. Surgical intervention was undertaken wherein the scs system was explanted and replaced. Effective therapy was established postoperatively.

Event description:
It was reported that one of the patient's leads migrated. As a result the patient lost effective therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000042832.